Manufacturer narrative:
Medwatch form (B)(4). Manufacturer's investigation conclusion: the reported event of damage to the system controller power cable was not confirmed as no photos were submitted for review and the system controller was not returned for analysis. Multiple attempts were made to obtain additional information, including if there were any alarms associated with damage to the system controller power cable and if any products would be returned for analysis; however, no response was received. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 system controller was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on (B)(6) 2018. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the system controller and the power cables. Heartmate 3 patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment, including the system controller power cables. This section also explains the importance of protecting the system controller power cables from kinks, sharp bends, and repeated bending. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller power cables for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
User facility medwatch received that states that the patient arrived at the clinic with damage to the white power cable of their system controller. A system controller exchange was performed in the clinic setting.